Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2023. The cause of death was diabetes ketoacidosis. The customer¿s blood glucose was unknown. Troubleshooting was not performed. No other details were performed. It was unknown whether the insulin pump will be returned for product analysis.